Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted customer to complete load fill tubing process multiple times. There was no reported impact to customer's blood gluoce. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.